Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during an arthroscopy case the white tip on the end of an rf wand fell off into the patient. The part was retrieved and there was no known harm to the patient.